Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
Implant and explant dates: explanted date: device was not implanted. Device manufacture date - requested, information not received. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00221 and 2243441-2017-00222.

Event description:
This report is being submitted in response to user facility medwatch report # mw5073138 was received from the (B)(6) on november 15, 2017. The event description states the following: that there were complications from an angioseal closure device.